Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. The device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic components from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the blue power light emitting diode (led) was blinking on the universal battery charger device. During in-house engineering evaluation it was observed that the device was not functional. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.